Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that a patient experienced ventricular tachychardia/fibrillation after placement of the impella cp, an epinephrine bolus was given. The physicians discovered that the impella was unloading the left ventricle to the point that it was hyperdynamic, so the power was lowered to setting p6. During support, heparin was withheld due to oozing from impella site. Femstop was placed above insertion site. Then it was later reported that the patient received 1 unit of packed red blood cells for drop in hemoglobin. The patient was taken back to the operating room for washout/re-exploration and bleeding was noted from arterial and venous cardiopulmonary bypass sites. In addition, there was a clot noted in the mediastinum and washed out. The patient remained on impella support.